Event description:
The following is based of a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2007, the pt underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, abdominal sacrocolpopexy, retropubic urethropexy and cystostomy with implantation of two bard/davol flat mesh. On (B)(6) 2013, pt admitted to hospital for intractable vomiting and diarrhea. During hospital stay pt complained of abdominal pain, sui, and rectal prolapse. The pt was diagnosed with acute gastroenteritis due to bacterial over-colonization of the small bowel status post colectomy. Pt underwent pessary insertion during hospital admission. Doctors post procedure notes indicate the pt responded to this treatment.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow-up MDR will be submitted. See MDR 1213643-2015-00057 for info related to the composix kugel mesh implanted on (B)(6) 2007.